Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing battery issues. Customer indicated their insulin pump was going through batteries quickly and was experiencing battery out errors. Troubleshooting was not performed and the device will be returned for analysis.